Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11f19020 and h11e19048 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1of 4 involved in this peritonitis event.